Event description:
It was reported that the manufacture representative wanted to know if there was drug in the catheter after eos had been reached since (B)(6) 2014 (please refer to pe (B)(4)). It was reviewed with the representative that there was drug in the catheter. It was noted that the physician did not want to wait the 19 minutes for a back table prime and the physician did not want to aspirate the catheter. It was explained that with the catheter volume of 0.196ml, that the patient would get fentanyl for about 32 days followed by water for about 48 days (worst case scenario) and then fentanyl again (it was noted these were just estimates). It was noted that the physician was unable to get good aspiration from the catheter but left it in place. There were no orders to change it and there was no suspicions that the patient was not getting the medication. The pump had not been primed on the back table and was placed in min rate. It was noted that the patient was going to see their managing physician in 31 days. The manufacture representative was unaware of any oral medications the patient was taking. It was unsure what was the cause of not getting good aspiration from the catheter. Both patient and physician did not report any concerns with the catheter prior to the eos. Catheter was intact and functioning properly. It was unknown how the patient was doing and if they were receiving effective therapy. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).